Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of stimulation sensation one week following a nerve conduction test done on both legs. The pt has an appointment with physician on (B) (6) 2009 to check device. Further info was requested from the healthcare professional.